Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a clock not set alarm was confirmed via analysis of the submitted log file. The submitted controller event log file contained approximately 5.5 hours of data (31jan2000 ¿ 01feb2000 per the timestamp). A clock not set alarm was observed throughout the log file as the clock was not set to the correct date and time; the initial conditions that caused the clock to reset were not captured in the log file. It should be noted that the clock not set alarm was not resolved throughout the captured data. The pump maintained a speed above the low speed limit throughout the log file. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for evaluation. Multiple requests for additional information were made to determine the cause of the clock not set alarm; however, no response was received. The root cause of the reported event could not be conclusively determined. The heartmate 3 instructions for use (IFU) explains how to set the system controller clock using the system monitor. This document also indicates that installing a backup battery on the controller may prompt a system controller clock not set alarm on the system monitor. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 12jun2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled "system operations", explains that installing a backup battery on the controller may prompt a system controller clock not set alarm on the system monitor. Heartmate 3 instructions for use (IFU) (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review found that the controllers clock was corrupt, likely due to a total loss of power.